Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a daily check, the autopulse platform displayed a user advisory 18 (max take-up revolutions exceeded) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 06/30/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the long black cover was damaged. The physical damage found during visual inspection is not related to the reported event of a user advisory (ua) 18 (max take-up revolutions exceeded). The damage appears to have been caused by normal wear and tear (autopulse manufactured in june of 2008). A review of the archive was performed and the reported complaint of a ua18 fault was confirmed. The archive data shows that ua18 occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive shows that no event occurred on the reported event date. Functional testing was performed and the platform passed testing. Based on the investigation, the part that was identified for replacement was the long black cover. In summary, the reported complaint of a ua 18 message was confirmed based on the archive review. The physical damage found during visual inspection is unrelated to the reported complaint. The root cause for ua 18 could not be determined. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Please note that the reported event occurred during a daily check. Therefore, no patient involvement was reported. Upon replacement of the long black cover, the platform passed all testing criteria.